Event description:
Lens replacement due to lens opacification postoperative.

Event description:
Lens opacification was observed approximately 17 months post-operative. Lens remains implanted in the patient's eye.